Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the ruby coil lp would not advance and it came apart. The procedure was completed using other ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Evaluation revealed that the pusher assembly was fractured near the mid-joint. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached from its pusher assembly inside its introducer sheath. This likely resulted from the pusher assembly fracture, which resulted in the pull wire being retracted out of the distal fractured segment. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder